Event description:
The manufacturer received information alleging a ventilator was alarming for a "ventilator inoperative" alarm condition. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's software was reloaded to address the issue. The device's machine flow sensor was also replaced preventatively to address the issue. The device was cleaned and tested. The device passed all final testing.